Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported "the led light still on, but the power is off" there was no reported patient involvement.